Event description:
It was reported that (1) device was used during a colectomy procedure. It was reported by the rep that the surgeon tried to fire stapler and it wouldn't close. The case was completed with a tx60g. There was no consequence to the pt.